Event description:
It was reported that, "when surgeon engaged the instrument, the instrument did not perform as anticipated."

Manufacturer narrative:
Method: complaint history review. Results: complaint history review shows there has been other reported events. Conclusion: investigation of previous investigation indicates the root cause is design related.